Event description:
A report was received that the patient's ipg was not holding its charge. Premature battery depletion was suspected due to electrocautery was being used during a non-device related surgery. The physician advised the patient for an ipg replacement; however, the patient decided not to undergo a pocket revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not holding its charge. Premature battery depletion was suspected due to electrocautery was being used during a non-device related surgery. The physician advised the patient for an ipg replacement; however, the patient decided not to undergo a pocket revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).